Event description:
On (B)(6) 2021 patient was implanted with the nalu peripheral nerve stimulator. In (B)(6) 2022 the patient presented to the physician with a skin rash near the location of the nalu external therapy disc adhesive clip. The physician determined the rash to be ringworm and not related to the nalu system or components, however the patient requested to have the nalu system removed due to the incident. There are no complaints around the nalu system or components malfunctioning or failing.